Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right atrial lead. The right atrial lead was not used and replaced. The patient experiences no consequences.